Event description:
Patient had stenosis of the celiac artery; via left brachial artery, plan was to stent the celiac artery with a balloon mounted stent. Radiologist had this stent in the vessel and determined it was too long so decision was made to remove it. However, the stent slid off of the balloon in the left arm artery when it was attempted to be removed. Radiologist did sheath size exchanges and pulled the stent out of the arm by using another small balloon and manually compressing the arm so the stent would not advance further.what was the original intended procedure?celeiac stenting.